Event description:
This is a spontaneous report received from an adult female consumer (age unknown) on 03nov2020, who used col tb 360 total advanced floss tip bristle and stated that the bristle came out of toothbrush and she swallowed it and went to a doctor to remove bristle from her throat. There was no relevant medical history provided. On (B)(6) 2020 consumer started using col tb 360 total advanced floss tip to clean her teeth. Consumer reported that for the first time she used col tb 360 total advanced floss tip on (B)(6) 2020, the bristle came out of the toothbrush and she swallowed it. Consumer explained that she went to a doctor to remove bristle from her throat and she was given some unspecified medicine "to put in her mouth". On (B)(6) 2020, consumer stopped using the col tb 360 total advanced floss tip. At the time of report the events were resolved.